Event description:
Hospital advised that this channel was set up to infuse dopamine at 20mcg/kg/min on a patient in the aicu when it alarmed, displayed a communication error and shut itself off. The nurse saw this occur, and switched the dopamine to another channel. There was no patient consequence.